Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent/deformed and foreign material on lens surface (fibers). Dimensional and functional inspection found the lens to be within specifications. (B)(4)

Manufacturer narrative:
Lens exchanged for a longer lens on (B)(6) 2018. 'Patient is happy', problem resolved. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. One similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -5.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2016. Low vault,refractive surprise, and refractive change overtime was observed. As of the date of MDR reporting the lens remains implanted and the surgeon reported that he plans to exchange the lens. If additional information is received a supplemental medwatch report will be submitted.